Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to a broken plate and screw and nonunion. The site was revised with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to a broken plate and screw and nonunion. The site was revised with non-tmc hardware. Additional information indicates the surgeon believes the patient was non-compliant post-surgery. The hardware was not returned to the manufacturer for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits and screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause is patient non-compliance. The devices were likely subjected to excessive bending stresses which resulted in their breakage. The company will supplement the MDR as necessary and appropriate.